Event description:
Spontaneous call from patient her cadd legacy pump (serial number unknown) started alarming at 3:00 this morning for a no disposable tubing error. She switched to her back up pump and got the same error until she changed her cassette. Lot number: 4220003. She states that this has happened before. It happened last week with this same lot number. She was able to continue her infusion once she changed to another cassette without issue. This did occur while in use. No harm was done to the patient. We will send replacement cassettes. The patient does not have the malfunctioning cassette to send back. This is a life sustaining infusion. No further information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.